Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-01302. It was reported the pt was in a car accident (date unknown), and his leads had migrated. The physician explanted the pt's dual octrode leads, and replaced them with a penta. It was noted that one lead appeared to have a fracture.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.